Event description:
It was reported that the pulse generator could not be interrogated. With a magnet placed over the device, the electrogram showed 98 beats per minute with intermittent ventricular capture. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found that the pulse generator could not be interrogated due to a broken telemetry coil. The device could successfully be interrogated when a reference telemetry coil was connected.